Manufacturer narrative:
Correction to remove "the device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete."

Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on 05/09/2016 to report the receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.